Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, there was balloon withdrawal resistance. The lesion being treated was a 3.23mm, 55% stenosed, 24mm long portion of the proximal to mid right coronary artery (prox to mid rca). The physician treated the lesion with direct stent placement of a 3.50x28mm taxus liberte' study stent. There was balloon withdrawal resistance. This was resolved without further treatment by "force pull out". The device was removed intact. The procedure was completed and the patient discharged on plavix and aspirin.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident could not be determined. Product unavailable for analysis.